Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the ratio pump. The fse also cleaned the flowcell and replaced the carbon bridge (b12181), na electrodes (668295), cl tip (389095), and co2 electrodes (660317). The fse also performed preventive maintenance on the instrument. (B)(4).

Event description:
The dxc 600i generated false high na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide), and calc (calcium) results for 2 patients on (B)(6) 2014. The results were reported out of the laboratory. When the issue was noticed, patient samples were repeated and corrected. There was no impact to patient treatment.